Event description:
It was reported that the patient experienced recurrent low blood glucose events in the mornings over approximately two weeks while using the ilet, and the patient¿s spouse inquired about changing the glucose target range and a potential factory reset; the patient was advised that only a medical professional can change target ranges and to schedule additional training with a trainer. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included user education and troubleshooting. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and user training was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.